Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in the hospital for a generator change due to eri. During interrogation it was discovered that the right atrial (ra) was exhibiting a loss of capture. The ra lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.